Event description:
In 2008, the pt reported that the vibration alarm of this infusion device "feels like it is loose inside, sound like a metal ball in a beer can." He stated that he has noticed this since beginning use of the infusion device. No physiological effects were reported. The infusion device was not dropped or exposed to water. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.